Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced issues with the insulin pump's sensor. The sensor was not calibrating correctly. The most recent blood glucose level she remembered was 91 mg/dl. The insulin pump went into threshold suspend as a result of the sensor's reported blood glucose level. The sensor glucose and blood glucose value difference was not within an acceptable range. The customer is not returning the product because she changed the sensor and everything is working fine. Nothing further to report.